Event description:
Complaint notes: rv bipolar lead impedance warning on (B)(6) 2022. High rv threshold on (B)(6) 2022. Appear to be known issues. All ventricular therapy/detection is off. Rn thresholds set at o.sv@0.03ms. (B)(4) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).